Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. A 38 x 2.50mm promus premier¿ drug-eluting stent (des) was advanced and implanted in the lesion. After stent deployment, the physician observed under fluoroscopy a non blood flow limiting proximal to stent edge dissection. A 2.5x12mm promus premier¿ des was used and covered the dissection and the procedure was completed. No further complications were reported and the patient's status was stable.